Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test. This MFR. Report addresses test seven (7) of seven (7) confirmation testing was performed via an unknown pcr platform and generated a negative result. The patient was reportedly asymptomatic. No additional patient information, including treatment and outcome, was provided. Source of aware date: customer emailed technical services (ts) date event was reported to ts (B)(6) 2022 (B)(6)2022- customer emailed technical services to report obtaining false positive results on otc kit. "I have been testing positive with abbot binaxnow covid 19 antigen test since (B)(6)2022, (the past 80 days consecutively). My doctor decided to give me a pcr test and that result was negative. I'm assuming this means that I've been getting false positives for the last 80 days. Is this rare or have others have the same outcome? I've had no symptoms either." Please see attachment "(B)(4) email from customer to ts" the consumer reported false positive results with the binaxnow covid-19 antigen self-test. Confirmation testing was performed via an unknown pcr platform and generated a negative result. The patient was reportedly asymptomatic.

Manufacturer narrative:
Please see update to b7. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.please see corrections to b3, b5, and d4 (UDI). H3 other text : single use, device discarded

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test. This MFR. Report addresses test seven (7) of seven (7) confirmation testing was performed via an unknown pcr platform on (B)(6)2022 and generated a negative result. Additional testing with ihealth and quickvue antigen self-tests generated negative and positive results, respectively. The patient was reportedly asymptomatic. No additional patient information, including treatment and outcome, was provided.